Event description:
Related manufacturer report number: 2017865-2023-38926; 2017865-2023-38928 it was reported that the patient passed away. The patient was aged. The cause of death was not stated and for information purposes. There was no complaint stated.